Event description:
A biomedical tech called tech support to report the machine did not remove enough fluid during treatment on 2 occasions. According to the biomedical tech, he completed the ultrafiltration problem identification procedure and could not duplicate the event of the machine not removing enough fluid during treatment. The machine is back in service without issue. Follow up was conducted with the associated clinic's registered nurse for patient information. The nurse confirmed the event occurred twice with this device. She reported that after the first event, the biomedical tech looked at the machine out on the treatment room floor and could not identify any issue. It was left in service where the event occurred again the following day. After that event, the machine was removed from service for evaluation and the event could not be duplicated. There were no machine alarms and none were expected. The weight discrepancy was noted when the patient was weighed out after treatment. No medical intervention or additional treatment was required. The patient continues on hemodialysis without issue.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The clinic biomedical tech evaluated the machine after it was removed from service and performed a check of the ultrafiltration system. He could not duplicate the event. A supplemental medwatch report will be submitted upon completion of the plant investigation.